Event description:
During setup of case, hair found inside light handle cover package that was inside of the pack. Light handle was passed off. Setup continued. Lot# 7822210. Product and packaging saved.